Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) year old male patient's doctor reported to a zoll territory manager that the patient was treated. The patient's flag and ECG data show that at 09:43:16 on the patient received one inappropriate defibrillation. The patient's rhythm at the time was asystole. The post-shock rhythm was bradycardia at 26 bpm. Oversensing of a small cardiac signal contributed to the false detection. The response buttons were not used during the event. The patient was scheduled to receive an ICD. On (B)(6) 2014, the patient's wife reported that the patient died on (B)(6) 2014. She reported that the patient was wearing the device at the time of passing and that it was alarming but she was unsure what it was saying. Per review of patient flag data, the last date of use of the lifevest was (B)(6) 2014. The device was not active of the date of passing. No indication that the device caused or contributed to the patient death.

Manufacturer narrative:
There was no device malfunction associated with the inappropriate defibrillation. There is no indication that the inappropriate defibrillation caused or contributed to the patient death. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a patient. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.